Manufacturer narrative:
On (B)(6) 2016, it was reported that the device would not turn on. On may 23, 2016, it was clarified that the issue occurred during surgery. There was no extension to the surgery and no harm/injury to a patient or operator. There was no impact/damage to the graft harvest and no medical intervention/additional surgical procedure required in the event. The surgery was completed with an alternate device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Air dermatome, serial number (B)(4), has an unknown manufacture date but was most likely manufactured prior to 1994, making it approximately 22 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on may 14, 2016 revealed slight cosmetic damage to the device including scuffs and nicks. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), sat flush with the control bar. The safety switch operated as intended. The device was tested with the qa test hose and did not operate. The device was tested with the customer hose and did not operate. Repair of the air dermatome was unable to be performed by zimmer biomet surgical since on may 16, 2016 it was determined to be non-repairable because the head and housing required replacement and the manufacturing month/year was unable to be confirmed. The reported event ¿that the device would not turn on¿ was confirmed since during the initial inspection it was noted that the device did not operate. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The device has an unknown manufacture date but was most likely manufactured prior to 1994, making it approximately 22 years old at the time this complaint was generated. Prior to this event the device had never been previously returned for repair or evaluation. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome, serial number (B)(4), was not repaired and not returned to the customer.

Event description:
It was initially reported that the device would not turn on. Additional information received may 23, 2016 clarified the event happened during surgery.